Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 27 mmol/l. The customer reported that the insulin pump received insulin flow blocked alarm. The customer was on injections at the time of call. The customer reported that the insulin pump alarmed insulin flow blocked alarm during troubleshooting. The customer reported that the customer had high blood glucose level because of insulin flow blocked alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.